Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pair new transmitter message occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of pair new transmitter message. The root cause was determined to be a failed transmitter error.